Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 562 mg/dl. The customer removed the set and did a rewind and prime, it worked for a while, and then alarmed for a motor error. The cannula on the infusion set was bent. The drive support cap was normal and recessed. The insulin pump was not exposed to a strong magnetic field. Three motor error alarms were noted in the history. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No excessive no delivery alarm or motor error alarms were noted during testing. The motor passed the motor test. The pump had a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.